Manufacturer narrative:
The field service representative replaced the probe and performed adjustments. He performed checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results for 2 patient samples and questionable calcium and albumin results for 1 patient sample on a cobas c 503 analytical unit. Patient 1 (ID:(B)(6): the initial glucose result was 5 mg/dl and the repeated result was 183 mg/dl. Patient 2 (ID: (B)(6); the initial calcium result was 5.5 mg/dl and the repeated result was 9.4 mg/dl. The initial albumin result was 1.5 g/dl and the repeated result was 3.3 g/dl. Patient 3 (ID: (B)(6): the initial glucose result was 62 mg/dl. This result was reported outside the laboratory. The repeated result was 143 mg/dl. The repeated results were tested on another module and were deemed correct. The samples were repeated because the initial results appeared low for the patients' profile.